Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels of 1.8 mmol/l and 2.9 mmol/l. The patient reported that assistance was needed in treating the blood glucose levels. The patient reported that the ezcarb bolus calculation did not subtract the insulin on board. Customer support advised the patient on how the insulin on board calculation worked and advised the patient that the pump's ezcarb bolus would not subtract insulin on board for carbohydrate intake when blood glucose levels are within normal range. Customer support advised the patient to review the pump settings with a health care professional to determine if any settings changes are needed. This report is made based on the allegation that the patient experienced hypoglycemia while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed on the pump; the pump displayed the correct number of units on the insulin on board status screen. The iob feature was found to be functioning properly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during investigation.